Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbing with the metal part underneath - skin [skin injury]. Cut face - skin [skin laceration]. Toothbrush head just falls off the brush - oral-b [device breakage]. Consumer via chat stated that the oral-b crossaction brush head fell off the oral-b type 3765 toothbrush. When it happened during teeth cleaning, it stabbed them with the metal part underneath, which was sharp, and cut their face. No serious injury was reported.